Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an orthognatic lefort 1 with matrixorthognatic procedure on (B)(6) 2016, the thread of the 1.85mm titanium matrix screw detached. When the surgeon was screwing the screw into the plate, he saw the thread detaching from the screw like a little hair-sized filament. The small fragment was removed easily without further intervention. The surgery was completed using another screw. No surgical delay or patient harm reported. Patient outcome is unknown. The device is available for return. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) 1.85mm ti matrix screw self-drilling (part 04.511.225.01 / lot unknown) was received at customer quality (cq) for evaluation with complaint category broken: intra-operatively. This complaint is confirmed, as the returned device shows a missing portion of a proximal thread, which was confirmed by visual inspection with 5x magnification. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Matrixorthognathic implants are intended for use in selective trauma of the midface and craniofacial skeleton, craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla, mandible, and the chin in adolescents and adults. The relevant drawing for the returned screw was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records was unable to be performed since the lot number was unknown. Per the complaint condition, the screw thread detached during attempted insertion. Due to the size of the implants, the technique guide recommends predrilling prior to inserting the screws into excessively hard bone. It is likely that the screw was inserted off center and rubbed against the plate during insertion, but the exact cause could not be determined. No new, unique, or different patient harms were identified as a result of this evaluation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. The original awareness date for the complained event was reported in error as march 29, 2016. The correct date of awareness was march 30, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.